Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that there was no zimmer biomet product involved in this event. This report should be voided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision due to unknown reasons at an unknown time. No revision has been reported to date and no further information has been made available at this time.